Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported intermittent audio output.

Event description:
Consumer reported intermittent audio. The consumer did not report any medical intervention or injuries.